Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg, 5 tubes pushed off from the collection device and therefore underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.